Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, multiple episodes on auto mode switch due to noise on the atrial channel of the pulse generator were observed. The patient's condition was good. The physician decided to take no action at this time and would continue to monitor the patient more frequently.